Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated her uterus/ perforation (uterus)/ migration of essure device location of device: side of uterus/tubes"), fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device difficult to use "not yet been able to have the remaining essure devices removed". The patient's past medical history included d & c. Concurrent conditions included dyspareunia, dysfunctional uterine bleeding, uterine mass and endometriosis. In may 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal, heavy menstrual bleeding, prolonged menses"), abdominal pain upper ("pain in stomach"), back pain ("back pain"), bladder disorder ("bladder problems or changes"), dysgeusia ("metal taste in mouth"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), urinary tract disorder ("urinary problems or changes"), vaginal discharge ("vaginal discharge") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy), surgery (bilateral salpingectomy, hysterectomy) and surgery (bilateral salpingectomy, hysterectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, genital haemorrhage, menorrhagia, back pain, bladder disorder, dysmenorrhoea, fatigue, headache, migraine, nausea, urinary tract disorder, vaginal discharge and complication of device removal outcome was unknown, the abdominal pain upper was resolving and the dysgeusia had resolved. The reporter provided no causality assessment for complication of device removal with essure (ess205). The reporter considered abdominal pain upper, back pain, bladder disorder, device breakage, dysgeusia, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, urinary tract disorder, uterine perforation and vaginal discharge to be related to essure (ess205). The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Additionally, plaintiff has not yet been able to have the remaining essure devices. As per pfs, she had complications from essure removal procedure, however as per mr, complications were none. Diagnostic results: (B)(6) 2011, removal details, findings: retroverted uterus, endometrial implants anterior fornix, and bilateral uterosacral ligaments. There was an essure plug that was partly outside of the patient's left ossium that was buried into the lining. The patient tolerated the procedure well with good hemostasis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure removal date (B)(6) 2011 was added. Events perforation (uterus), migration of essure device location of device: side of uterus/tubes were clubbed with previously reported events. Events abdominal pain upper, back pain, bladder disorder, device breakage, dysgeusia, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, complication of device removal, device monitoring procedure not performed were newly added. On (B)(6) 2018: non significant correction: malfunction marked yes and product problem ticked. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated her uterus/ perforation (uterus)/ migration of essure device location of device: side of uterus/tubes"), fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device difficult to use "not yet been able to have the remaining essure devices removed". The patient's past medical history included d & c. Concurrent conditions included dyspareunia, dysfunctional uterine bleeding, uterine mass and endometriosis. In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced bladder disorder ("bladder problems or changes"), dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, menorrhagia ("abnormal, heavy menstrual bleeding, prolonged menses/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine mass ("other injury (ies) or complication(s) - please describe: uterine mass"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("pain in stomach"), back pain ("back pain"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraines"), vaginal discharge ("vaginal discharge") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (B)(6) 2011), surgery (bilateral salpingectomy, hysterectomy) and surgery (bilateral salpingectomy, hysterectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, genital haemorrhage, menorrhagia, back pain, bladder disorder, dysmenorrhoea, fatigue, headache, migraine, nausea, urinary tract disorder, vaginal discharge, complication of device removal, dyspareunia, vaginal haemorrhage and uterine mass outcome was unknown, the abdominal pain upper was resolving and the dysgeusia had resolved. The reporter provided no causality assessment for complication of device removal with essure (ess205). The reporter considered abdominal pain upper, back pain, bladder disorder, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, urinary tract disorder, uterine mass, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Additionally, plaintiff has not yet been able to have the remaining essure devices. As per pfs, she had complications from essure removal procedure, however as per mr, complications were none. Patient claim that essure not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: implants had moved and damaged uterus and tubes. (B)(6) 2011, removal details, findings: retroverted uterus, endometrial implants anterior fornix, and bilateral uterosacral ligaments. There was an essure plug that was partly outside of the patient's left ossium that was buried into the lining. The patient tolerated the procedure well with good hemostasis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: plaintiff fact sheet received, event: uterine mass, abnormal bleeding (vaginal), dyspareunia added. Onset date updated, lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated her uterus/ perforation (uterus)/ migration of essure device location of device: side of uterus/tubes"), fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device difficult to use "not yet been able to have the remaining essure devices removed". The patient's past medical history included d & c. Concurrent conditions included dyspareunia, dysfunctional uterine bleeding, uterine mass and endometriosis. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal, heavy menstrual bleeding, prolonged menses"), abdominal pain upper ("pain in stomach"), back pain ("back pain"), bladder disorder ("bladder problems or changes"), dysgeusia ("metal taste in mouth"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), urinary tract disorder ("urinary problems or changes"), vaginal discharge ("vaginal discharge") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy), surgery (bilateral salpingectomy, hysterectomy) and surgery (bilateral salpingectomy, hysterectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, genital haemorrhage, menorrhagia, back pain, bladder disorder, dysmenorrhoea, fatigue, headache, migraine, nausea, urinary tract disorder, vaginal discharge and complication of device removal outcome was unknown, the abdominal pain upper was resolving and the dysgeusia had resolved. The reporter provided no causality assessment for complication of device removal with essure (ess205). The reporter considered abdominal pain upper, back pain, bladder disorder, device breakage, dysgeusia, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, urinary tract disorder, uterine perforation and vaginal discharge to be related to essure (ess205). The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Additionally, plaintiff has not yet been able to have the remaining essure devices. As per pfs, she had complications from essure removal procedure, however as per mr, complications were none. Diagnostic results: (B)(6) 2011, removal details, findings: retroverted uterus, endometrial implants anterior fornix, and bilateral uterosacral ligaments. There was an essure plug that was partly outside of the patient's left ossium that was buried into the lining. The patient tolerated the procedure well with good hemostasis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated her uterus") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "not yet been able to have the remaining essure devices removed". In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal, heavy menstrual bleeding, prolonged menses"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe lower abdominal pain"). The patient was treated with surgery (on (B)(6) 2011, partial tubal removal). At the time of the report, the uterine perforation, menorrhagia, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, menorrhagia and uterine perforation to be related to essure (ess205). The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Additionally, plaintiff has not yet been able to have the remaining essure devices. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.